Manufacturer narrative:
Concomitant products 5068-58 lead, implanted: (B)(6) 2000.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Reprogramming was performed which did not resolve it, but they will continue to observe. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.